Event description:
The customer stated that pericardial effusion occured. It was also reported that the prognosis for the pt was excellent, and that the event was possibly related and not device related. The lasso catheter was reported, but the type and other details are unk.

Manufacturer narrative:
This complaint was part of the study in another country which was initially thought to be an ide clinical trial. The event occured in 2006 and was not entered as a complaint until september 18th, 2006 at which point, it was determined to be a reportable complaint.